Event description:
It was reported that the 9800 system had errors after attempt to send images to hospital image archiving system. There was no patient involvement reported.

Manufacturer narrative:
Operator reported that images could not be viewed after sending to the hospital image archiving system. The problem occurred once and then could not be repeated after several attempts. Operator reports that the system is operating as intended. Will monitor for recurrence.